Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a remote follow-up, there were episodes of non-sustained right ventricular oversensing and a loss of capture on the right ventricular (rv) channel. X-ray was performed and revealed a dislodgement of the rv lead. The rv lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.